Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to deploy the leadless implantable pulse generator (ipg) multiple times, but the device would not fully release from the delivery catheter by completely sliding the deployment button. After a third attempt at deployment, the device was removed, and another device was attempted. The second device was deployed multiple times due to poor measurements before finally being implanted. Shortly after implant, a pericardial effusion with tamponade was identified via ultrasound. The effusion was drained, but bleeding would not stop and an open heart surgery was performed in order to fix the perforation. During the surgery, the inferior vena cava (ivc) was torn, and repair of the ivc was also required. It was not possible to determine when in the implant procedure the perforation had occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01, product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys, the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. Flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. There was a mechanical problem with the stability member of the delivery system. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft is kinked at 1.4 cm from the distal end of the recapture cone. The stability member is damaged at 1 cm from the distal end of the delivery system handle. There is exposed mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The recapture cone is damaged. The device was able to be deployed from the device cone but when trying to recapture, the kink on the inner shaft was not allowed the device to be completely recaptured. If information is provided in the future, a supplemental report will be issued.